Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381911 and lot number 4094442. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, (B)(6) was used as a place holder.

Event description:
It was reported that bd insyte-n autoguard winged foreign matter on canula. The following information was provided by the initial reporter: date of incident (yyyy-mm-dd): (B)(6) 2024. Level of harm: no effect - did not reach patient/person -- detected before use or does not touch patient before use incident details: prior to IV start loose plastic fibers noted on tip of IV cannula lot #4094442.